Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.212 ng/ml vs. Expected result <0.012 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. In addition, non-reproducible precision test result (hsdb result= 0.176 ng/ml vs. Expected results <0.012 ng/ml) was obtained during investigation of the affected patient result. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected patient result was not reported from the laboratory. The sample was retested due to patient history and the retest result was believed to be true. The correct result was reported. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample while using the vitros eciq immunodiagnostic system. In addition, while investigating the affected vitros trop I es result, a non-reproducible trop result was obtained. There is no evidence that a reagent related issue contributed to the event. An ocd field engineer performed service actions and maintenance to the signal reagent sub system of the analyzer. Troponi precision testing results obtained prior to servicing were unacceptable. Following service, the analyzer was returned to expected performance. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of the event is analyzer related.